Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 5 events were reported for this quarter. Product return status: 5 devices were received for evaluation. Evaluation status: 5 reported events were confirmed during testing. 5 devices were found to be affected by corrosion. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was reportedly leaking. 5 events had no known patient involvement or patient impact.